Event description:
The customer reported having low blood glucose of 27mg/dl when the paramedics arrived and they gave her a glucagon shot. Then the customer was taken to the hospital. The caller stated that her blood glucose also dropped twice while staying at the hospital. Troubleshooting was performed. The customer stated that she passed out while was lying down and watching tv. The customer also stated that she was shaking and she started to sweat. The drive support cap appears normal. The reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned having a thyroid condition, and she is on two medications. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.